Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced uncomfortable stimulation and parasthesia within their pain pattern. Reprogramming was attempted but was unable to resolve the issue. In turn, surgical intervention was undertaken wherein the ipg was explanted. The lead remains implanted. Post-operatively, the patient did not have uncomfortable stimulation.